Manufacturer narrative:
Insulin pump was received with intermittent up arrow button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was reacting on its own without the buttons being pressed. Customer's blood glucose level was 79 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The "date of this report" and the "date revived by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.